Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported error; lower case wires were pinched and the insulation was compromised. (B)(4).

Event description:
It was reported an error displayed on the new unit. The device was returned for warranty repair. No patient complications have been reported as a result of this event.